Manufacturer narrative:
B5 and b7: additional data.

Event description:
A patient underwent revision surgery to address a mesa screw which had dislocated from a rod. Approximately ten days after initial implantation, the patient reports that, "a follow-up surgery was performed due to the question of an inflammatory reaction." Approximately six weeks after implantation, the device migrated and the patient was revised. Following revision, the patient reported their, "back pain became increasingly worse and the muscle weakness (paralysis of the lower extremities) increased."

Event description:
A patient underwent revision surgery to address a rod which had migrated from the fixation point of the pedicle screw. Approximately ten days after implantation, the patient reports that, "a follow-up surgery was performed due to the question of an inflammatory reaction." Approximately six weeks after implantation, the device migrated and the patient was revised. Following revision, the patient reported their, "back pain became increasingly worse and the muscle weakness (paralysis of the lower extremities) increased."